Manufacturer narrative:
Sc-2316-50 ((B)(4)) device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture locations. Sc-2316-50 ((B)(4)) device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cable was fractured at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. No cables are exposed at the fracture site. Sc-3400-30 ((B)(4)) device evaluation indicated that the complaint was not verified. The lead passed all tests including visual/x-ray/borescope inspection, impedance, diameter, and electrode pitch tests. Device exhibits normal device characteristics. Sc-4318: the clik x anchors revealed no anomalies.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that multiple contacts were out on one lead and the other lead had a fracture. The patient underwent a revision procedure wherein the leads and lead splitters were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4). Description: infinion1x16 perc lead kit-50 cm model#: sc-3400-30 serial #: (B)(4). Description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that multiple contacts were out on one lead and the other lead had a fracture. The patient underwent a revision procedure wherein the leads and lead splitters were replaced. The patient was doing well postoperatively.